Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. No UDI required as this device was out of production prior to the september 24, 2014 UDI regulation date. The root cause could not be determined conclusively. (B)(4).

Event description:
An optometrist reported a patient with diffuse lamellar keratitis (dlk) of the left eye two days following lasik treatment. The topical steroids were increased to every hour and an oral steroid pack was prescribed. Upon additional follow up, it was reported that the patient is also using a topical antibiotic and the symptoms are continuing. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.